Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) defibrillator lead exhibited an increase in shock impedance measurements, high out of range at 125 ohms. Technical services (ts) explained that trend data suggests a gradual rise in shock impedance. Ts discussed calcification build-up over time, and troubleshooting options. Clinician to monitor patient. No adverse patient effects were reported. The lead remains in service.